Event description:
Reportedly, it was not possible to interrogate icds with the subject programming head and two smarttouch tablets. Preliminary analysis revealed that the reported behavior could be due to bad positioning of the head over the implant, an issue with the subject programming head and/or an issue with the associated dongle.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was not possible to interrogate icds with the subject programming head and two smarttouch tablets. Preliminary analysis revealed that the reported behavior could be due to bad positioning of the head over the implant, an issue with the subject programming head and/or an issue with the associated dongle.